Event description:
A 6 mm diameter x 17 mm length biridge x3 biliary stent was inserted for use in a pt for treatment of the left popliteal artery. The percent stenosis is unk. The iliac vessel is reported to be non-tortuous and non-calcified. It was reported that as the physician advanced the device through a 7 french guide catheter over the aortic bifurcation the stent dislodged from the balloon onto the wire. The bifurcation was reported to be steep. The physician unsuccessfully attempted to snare the stent. Therefore, a 5mm diameter x 17 mm length bridge x3 biliary stent was removed from the balloon and was inserted and inflated in the dislodged stent. The balloon captured the stent and the stent was dragged in the aorta. However, the stent fell off the balloon. Another unsuccessful attempt at snaring the dislodged stent with the balloon of a 7 mm diameter x 17 mm length bridge x3 biliary stent was made. It was reported that the pt was transferred to the operating room for the removal of the stent and surgical repair of the aorta due to a small perforation, which possibly occurred due to the multiple attempts at snaring the stent. No clinical sequeale were reported, and the pt is reported to be fine. It is unk how the popliteal artery lesion was treated. The device has been received and returned goods investigation has been completed. The device was returned without the stent and appears to have been inflated. Footprints were present on the balloon and no kinks or bends were noted on the catheter. Without the presence of the stent, the determination of stent adhesion characteristics cannot be made. Based on the investigation and info available, it is not possible to make a determination for the cause of the stent dislodge.